Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), an embolization occurred. The target lesion was located in the superficial femoral artery (sfa). Following treatment with the oad and balloon angioplasty, embolization was noted distal to the treatment area. An aspiration thrombectomy was performed along with laser atherectomy and additional balloon angioplasty at the embolization site to improve flow. The patient was in stable condition following the procedure.